Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a red alarm error on startup. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg; 3/18/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was replicated during testing. The probable cause is due to the defective printer wire assembly board. It was additionally found that the downstream occlusion(dso) seal was detached. The printer wire assembly and dso seal was replaced.